Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
(B)(6). No additional information is available.

Event description:
It was reported that a patient on continuous veno-venous hemodiafiltration using a prismaflex control unit, prismasol bag and a prismaflex m150 set experienced blood loss and required a blood transfusion. It was reported that immediately after the pbp bag was changed, multiple alarms (1136 (flow problem), 1138 (air in blood), 1144 (blood pump stopped)) were triggered and air was observed in the filter set. The treatment was ended and the extracorporeal blood was not returned to the patient. The patient had a blood loss of approximately 189 ml and a blood transfusion was performed. It as reported the patient's oxygen saturation dropped and later came back up. The filter set was changed and the therapy was continued. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The set was full of blood and the serology of the patient was not provided. The safety instructions were not applied, therefore the set was discarded without being analyzed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.